Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that smart pass had been disabled at the time of implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system , which was likely due to small r-wave measurements. Smart pass had been re-enabled at a later date and prior to that programming, there appeared to be an issue with oversensing of t-waves and noise. Subsequent information was received stating this patient had lost a lot of weight and also had a fall. No issues were identified via x-ray. Additional information was received stating the s-ICD had migrated. The migration correlated to a change in qrs morphology which caused the automatic setup to fail in all three vectors. The migration was suspected to be the result of the patient's weight loss and/or fall. The patient experienced anxiety related to the potential for shock delivery. The system was explanted after multiple troubleshooting attempts due to r:t wave ration and automatic setup failing in all three vectors. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that smart pass had been disabled at the time of implant of this subcutaneous implantable cardioverter defibrillator (s-ICD) system , which was likely due to small r-wave measurements. Smart pass had been re-enabled at a later date and prior to that programming, there appeared to be an issue with oversensing of t-waves and noise. Subsequent information was received stating this patient had lost a lot of weight and also had a fall. No issues were identified via x-ray. Additional information was received stating the s-ICD had migrated. The migration correlated to a change in qrs morphology which caused the automatic setup to fail in all three vectors. The migration was suspected to be the result of the patient's weight loss and/or fall. The patient experienced anxiety related to the potential for shock delivery. The system was explanted after multiple troubleshooting attempts due to r:t wave ration and automatic setup failing in all three vectors. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.